Event description:
It was reported that during preparation of a percutaneous transluminal coronary rotational atherectomy treatment procedure, an episode of unstable speed occurred. During preparation a rotablator rotational atherectomy system encountered a problem on releasing the dynaglide. The rotation frequency was unstable. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).